Event description:
MFR filed an initial medwatch report on 9/2/1999. This report was based on info received by a biomedical tech. The MFR is filing this follow-up medwatch to report addtional info received from the hosp's risk manager. The risk manager has informed the MFR, via phone conversation, that no blood products are infused through the set in question, only normal saline. Alos, there was not any pressure being used with the fluid warmer. It was the pt's own blood that backed-up into the IV administration set. A sales rep from the mfg facility contacted an anesthesiologist involved in the procedure and was told that the IV set had been clamped off, the tubing changed and then distilled water was added to the fluid warmer. It was at this time that the blood was noticed in the water tank.